Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number for the cable, the manufacturing date cannot be determined. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the outer tubing overlay and there was blood in/on the helix/lobe mechanism; full lead in segments returned and analyzed.

Event description:
It was reported that during the implantation of the lead, the lead showed low impedance. The lead was placed in a different location and still showed low impedance through the analyzer. The analyzer cable was changed out. The physician decided to replace the lead. The new lead still showed low impedance through the analyzer but normal through the device. The first lead was returned. The status of the analyzer is unknown. There were no reported patient complications as a result of this event.